Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced sudden deafness. They were treated with a steroid pulse. Relationship to device was unknown.